Event description:
Procedure type: laparoscopic low anterior resection. According to the reporter: after firing the device, it was pulled toward the anus but could not be removed from the pt. While it was being pulled a bit stronger to try again, a doctor found it made a hole of about 2cm around the anastomotic site on the intestinal tract. The anvil head was in the pt cavity through the hole. The device was removed by detaching the anvil from the stapler. The colon was re-closed, and a colostomy was performed for temporary preternatural anus. Operating time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).